Event description:
During follow-up, an unloaded battery voltage of 1.92 was observed. At the previous follow-up in 11/2001, the unloaded battery voltage was 3.05v. The ICD is being explanted and returned for analysis.